Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 18-year-old male was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that a patient on impella support had developed a hematoma at the access site for which they had to be taken to the operating room for evacuation. Support with the implanted pump continued following the intervention.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. No product was returned. The root cause of the access site bleeding issue was not determined since product was not returned.